Event description:
It was reported that the lead possibly perforated the right ventricle. A helix anomaly was also observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and all measurements were within specification.